Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted.(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on an ami patient, alarms ¿check iab catheter¿ and ¿gas gain in iab circuit¿ were generated. Calibration failure was noted as well. The iab was replaced to continue therapy. Mild calcification, tortuosity and sclerosis were noted in the patient vessel. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded. No blood was visible on the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. Three kinks were found on the catheter approximately 34.0cm, 37.1cm and 76.7cm from the iab tip. A sensor output test was performed and the sensor was found to be within specification. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. We were unable to confirm the check catheter, gas gain & unable to calibrate sensor alarm but the evaluation determined there were kinks in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the alarm event in the laboratory setting, a kink in the catheter can cause an alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy on an acute myocardial infarction (ami) patient, alarms ¿check iab catheter¿ and ¿gas gain in iab circuit¿ were generated. Calibration failure was noted as well. The iab was replaced to continue therapy. Mild calcification, tortuosity and sclerosis were noted in the patient vessel. No patient injury was reported.